Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator. The battery level in march was 39%, at the most recent follow-up, however, the battery level was 15%. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator. The battery level in march was 39%, at the most recent follow-up, however, the battery level was 15%. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this implantable device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator. The battery level in march was 39%, at the most recent follow-up, however, the battery level was 15%. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this implantable device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.